Event description:
It was reported that the patients stimulation is not covering the pain areas in her mid upper back. It was noted that the patients pain was too low. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.